Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was a loss of therapeutic effect. Pt said he was on program 3 at 3.8 volts and every second, he felt a small jolt in the groin or a thud feeling. When he took the antenna off, it went away, while he was just sitting. Pt said for 2-3 month not getting much of anything. He went to 4.8 volts couldn't feel anything. In (B)(6), the rep reprogrammed him to program 2 at 5.0 volts. Then they increased to 6.0 volts. He said he just checked his device and it changed to program 3 from 2 on its own. Pt's status was reported as fair. Pt was to be contacted and a date scheduled for him to be seen in the office. Add'l info has been requested, but was not available as of the date of this report.